Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and remote monitoring system exhibited a red blinking light indicating a red alert for the device. The patient was advised to call their clinic. No adverse patient effects were reported. The device remains in service.